Manufacturer narrative:
Internal complaint reference case-(B)(4). Part of the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found labelling for an ultra fast-fix curved, and the implants in a bag. The reported device is not visible in the image. A visual inspection of the returned device found that the device is not in its original packaging. The anchor was not received with the device, but the sutures are still passing through the handle of the device and are unbroken. The sutures pass through the anchor and secure it to the shaft of this device, and the anchor cannot be removed without passing the sutures through the anchor, or a break of the anchor. Since the sutures are still passing through the handle and are unbroken, it can be concluded that the anchor is was fractured. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the broken anchor pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ankle repair surgery, the osteoraptor anchor broke, the broken pieces were retrieved using tweezers. The procedure was successfully completed without significant delay using a back-up device. The backup device was used in the original bone hole. No further complications were reported.